Manufacturer narrative:
The customer's report was observed during initial testing of device. Upon disassembly during trouble-shooting to determine cause, the fault was no longer reproducible. The device was put through extensive testing which included bench handling and full pads functionality testing without producing any malfunction. The analog board shields and the pace/defib engine were replaced as a precaution. The device passed all final testing, recertified for clinical use, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.